Event description:
Pt made the decision to have all their mercury amalgam dental fillings replaced safely after having a toxicity test and finding out that their mercury levels were very high indeed. Pt had big amalgam fillings in their mouth since they were 12 years old and had been alerted to the fact that they were dangerous last year. Since that time, pt has read books; researched the integrative medicine called 'the townsend letter' which their holistic dentist lent them. He practices in the UK and was trained in the states. What pt read - opened their eyes to even more of the unbelievable legacy that dentists have left unsuspecting people and their children. To begin with, pt's allergy disappeared along with a pain in their neck that had troubled them for about 18 months when they had mercury de-toxed from their body and of course the offending fillings replaced. Pt had never been given info that every tooth is connected to an energy meridian in the body and can cause other health problems along that meridian line. Pt's local vet has a big poster saying that 'periodontal disease can seriously damage your pets' vital organs. There is no such poster in pt's dr's waiting room. When pt read a paper by an eminent russian dr who practices in new york giving the info that mercury toxicity can pass on to unborn children and give rise to toxic children, pt read on as their own children have had health problems and no medic knew why or gave pt any idea that this could have happened. The dr described some symptoms that these children can develop, even if they themselves had no amalgam fillings. Pt saw the very symptoms that their two children had. One child had eczema, was difficult to socialize, had stunted growth for many years and has mood swings with some aggressive behavior. And their child developed suicidal depression and after one suicide attempt succeeded in taking their own life in 1993 with no obvious causes of this terrible black despair that came from nowhere. Other symptoms identified in these mercury toxic children were 'autism, adhd, epilepsy, ms - the list went on, with quite a few serious mental illnesses included. Pt feels info needs to be given out to all people. As pt was divorced about 10 years before child took their own life, pt's first spouse's family and spouse and their new spouse seemed to delight in blaming pt for their child's depression. Now pt knows that mercury poisoning was a definite contributory factor. In fact when pt's spouse was given 9 prescription drugs to take long term, as spouse was mercury toxic, spouses body was burdened already and this predisposed them to react so badly with adverse side effects. Spouse nearly died and only recovered when they threw all their 11 drugs away. Spouse was given two more when they were taken to hosp as an emergency with a 'mystery' illness. Pt has taken their concerns about spouse's medical treatment up to ombudsman level and has just heard that complaint has been thrown out and denied.